Manufacturer narrative:
Complaint conclusion: the balloon of a 2x20mm saber pta catheter ruptured at two atmospheres (2 atm) during initial inflation. It was replaced with a non-cordis balloon to complete the procedure successfully. There was no reported patient injury. The target lesion was the right anterior tibial artery and the posterior tibial artery. The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 99%. The patient was a male but his age was unknown. An ipsilateral approach was made with a non-cordis 4.5f sheath introducer. A non-cordis micro catheter and a non-cordis guide wire crossed the right anterior tibial artery, and a 2x220 sleek balloon inflated. The guide wire crossed the posterior tibial artery and the guide wire was changed to another non-cordis guide wire. Another non-cordis balloon attempted to cross but it could not cross the lesion. Therefore, a 2x220mm saber pta catheter was delivered to the lesion and inflated. However, it ruptured at 2 atm during its initial inflation. So it was replaced with a new non-cordis 2x20 balloon. The pouch and the package appeared to be normal. There was no difficulty advancing the guidewire to the lesion. It is unknown if there was difficulty removing the saber from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. There was no resistance/friction as the device was inserted into the patient or as the device was advanced to and across the lesion. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece).   A non-sterile catheter saber 2mm2cm 150 was received for analysis. The balloon was received deflated (apparently balloon was inflated/deflated). No anomalies were observed on the received unit. A leak test was performed, and an axial burst was observed in the balloon during the test. Sem analysis was performed and results showed that neither external nor internal surfaces presented evidence of damages that could be related to the balloon burst/rupture. The distal marker band did not present any evidence of damage. No other anomalies were found during the analysis. Review of lot 17020760 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The reported "balloon burst-at/below rbp (peripheral)" was confirmed through analysis of the returned device. However, the exact cause of the axial balloon burst could not be determined during analysis. Based on the information available for review, vessel characteristics (moderately calcified and moderately tortuous with 99% stenosis) may have contributed to the burst reported. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was returned for analysis on (B)(6) 2016. Section d10 was updated accordingly. Product analysis and additional information are pending and will be submitted within 30 days upon receipt. Another non-cordis balloon attempted to cross but it could not cross the lesion. There was no difficulty advancing the guidewire to the lesion. It is unknown if there was difficulty removing the saber from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. There was no resistance/friction as the device was inserted into the patient or as the device was advanced to and across the lesion. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece).

Manufacturer narrative:
Concomitant devices: sheath introducer (4.5f medikit). A micro catheter (prominent neo, tokai medical) and a guide wire (cruise, st. Jude medical) crossed the right anterior tibial artery, and a balloon (2*220 sleek) inflated. Another unknown balloon.     (B)(6).   The device is available to be returned for analysis, however, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2x20mm saber pta catheter ruptured at 2 atmospheres during initial inflation. It was replaced with a non-cordis balloon to complete the procedure. There was no reported patient injury. The device will be returned for analysis. The patient was a male but his age was unknown. The target lesion was the right anterior tibial artery and the posterior tibial artery. The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 99%. An ipsilateral approach was made with a non-cordis 4.5f sheath introducer. A non-cordis micro catheter and a non-cordis guide wire crossed the right anterior tibial artery, and a 2x220 sleek balloon inflated. The guide wire crossed the posterior tibial artery and the guide wire was changed to another non-cordis guide wire. Another balloon attempted to cross but it could not cross the lesion. Therefore, a 2x220mm saber pta catheter was delivered to the lesion and inflated. However, it ruptured at 2 atm during its initial inflation. So it was replaced with a new non-cordis 2x20 balloon. The pouch and the package appeared to be normal. The procedure finished successfully. There was no reported patient injury. The product was clinically used.